Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-feb-2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed (B)(4) cases; device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality-safety evaluation of ptc received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Abdominal plain film with gynaecological opinion due to "cracked right insert" (interpreted as suspicion of device breakage) was mentioned. Pelvic pain and suspicion of device breakage are regarded as anticipated events according to the reference safety information for essure. Pelvic pain may occur with essure therapy. It is not clear when the suspicion of device breakage occurred. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident in line with health authority's assessment. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This case was reported via regulatory authority (B)(4) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. In 2009, the patient experienced weight increased ("weight gain of 12 kg"). In 2010, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("markedly haemorrhagic menstrual bleeding"), abdominal distension ("swollen abdomen"), dizziness ("dizziness/ faintness"), gait disturbance ("difficulty walking"), abdominal pain ("abdominal and intestinal pain"), gastrointestinal pain ("abdominal and intestinal pain"), fatigue ("general fatigue"), arthralgia ("joint pain"), tachycardia ("tachycardia"), night sweats ("night sweats"), toothache ("tooth pain"), pain in jaw ("jaw pain") and muscular weakness ("muscle weakness on right"). In 2012, the patient experienced urticaria ("urticaria attack"). On (B)(6) 2017, the patient experienced allergy to metals ("allergy to nickel"). On an unknown date, the patient experienced device breakage ("abdominal plain film with gynaecological opinion due to "cracked right insert"?"). At the time of the report, the pelvic pain, device breakage, menorrhagia, abdominal distension, weight increased, dizziness, gait disturbance, allergy to metals, abdominal pain, gastrointestinal pain, fatigue, arthralgia, tachycardia, urticaria, night sweats, toothache, pain in jaw and muscular weakness outcome was unknown. The reporter provided no causality assessment for pelvic pain, device breakage, menorrhagia, abdominal distension, weight increased, dizziness, gait disturbance, allergy to metals, abdominal pain, gastrointestinal pain, fatigue, arthralgia, tachycardia, urticaria, night sweats, toothache, pain in jaw and muscular weakness with essure. The reporter commented: that conservatory measures and actions taken included appointment on (B)(6) 2017 for verification and request for removal. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Abdominal plain film with gynaecological opinion due to "cracked right insert" (interpreted as suspicion of device breakage) was mentioned. Pelvic pain and suspicion of device breakage are regarded as anticipated events according to the reference safety information for essure. Pelvic pain may occur with essure therapy. It is not clear when the suspicion of device breakage occurred. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident in line with health authority's assessment. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.